Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/31/2016 that on (B)(6) 2016 the patient experienced a hypoglycemic event. Patient reported that patient received a low alert on the receiver. Patient had just ate, and even though the receiver said patient was low, patient reported that he felt fine. Patient texted his mother that he was fine as she follows him remotely on the share application. Patient reported that he drove to the store. When entering the store, the patient had a seizure, passed out, hit their head on the floor, and bit his tongue. The store manager called paramedics. When paramedic arrived, the patient's bg was at 28. Patient reported that he does not recall if he was conscious when his 55 blood glucose (bg) alert went off. Patient was transported to a medical center where he was treated with five (5) staples for an injury. It is unknown who transported the patient. At the time of contact, patient is fine and at home. There was no alleged device malfunction. No additional patient or event information was provided.